Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it was unable to access the medications. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row was visible, but no cubie pockets were displayed. The field service engineer (fse) powered off the station and removed the back panel to access the components. The fse reset the row board cable, restarted the machine, and logged back in but issue persisted. The fse then manually opened the drawer, removed the row board cable and replaced the row board cable, drawer controller board. After reconnecting all the row boards, powered up the station and logged in again. Drawer 3.2 was still not visible in the storage space configurations. To reconfigure the entire drawer, the fse replaced the module controller board and reinstalled new cubie pockets. Then, the fse removed medication packs stuck between a half height drawer 2.1 on the auxiliary cabinet and ran a diagnostic test in hardware test application without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was unable to access the medications. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.